Manufacturer narrative:
Sorin group italia manufactures the inspire 6 hollow fiber oxygenator. The incident occurred in india. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Clarifications on when the issue occurred and duration of the change-out have been requested.

Event description:
Sorin group italia has received a report of a leakage from the temperature probe of any inspire 6 oxygenator. Medical team elected to change-out the oxygenator to complete the case. There is no report of any patient injury.

Manufacturer narrative:
Through follow up with the customer, livanova learned the issue was detected when priming the circuit, hence prior to any patient / user involvement. Review of complaints database revealed no further case notified for batch concerned from the market. No visual evidence showing the defect was provided; however, based on available information and considering the review of similar events, it is reasonable to conclude that an internal leakage pathway through temperature sensor connection occurred at customer facility. Non-conformity activity was opened to address leakage events from the inner core of inspire temperature probe connector housing. Investigation identified as root cause the presence of voids in probe holder body due to incomplete mold filling of a specific cavity. No information about the specific probe cavity involved in this case could be retrieved. To prevent reoccurrence, a mold balancing of all the cavities has been performed. Verification of manufacturing records showed that complained unit was manufactured after action implementation. Since the issue was detected during priming, the case has been reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.